Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, the patient presented with back pain and it was discovered that a screw was broken. A revision surgery was performed to remove the broken screw. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the crown is showing impactions due to tightening with a spinal rod. The deformations are asymmetrical, consistent with the transmission of flexural loads through the connection. The bone screw is broken at 10 mm from the neck (inside the pedicle). The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. A portion of the broken section is worn due to repeated contact with the two broken parts of the mas. No defect was found at the level of the starting point and over the section. The bone screw returned was found broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The analysis of the x-rays and CT scans do not provide additional information.